Event description:
During the procedure, a blood leak occurred. There were no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformance associated with the reported event were identified. Based on the information received, the cause of the reported blood leak remains unknown.